Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 50 x 3.0 mm target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.75 x 24 mm promus element ¿ drug-eluting stent was advanced but failed to cross. It was also noted that during advancing, the stent had dislodged. The dislodged stent was removed via surgical operation. No further patient complications were reported and the patient's status was stable.